Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. Boston scientific company representative reported that the lead had no sensing at certain programmed sensitivity. The lead was repositioned due to dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.